Event description:
Post deployment of a sapien xt valve via tao approach, the valve embolized into the ventricle and had to be explanted. Initially bav was performed followed by torrential ai. The patient remained stable while the valve was introduced. A test run of pacing and contrast was performed to determine if the valve was in the optimal position for deployment, at that time it was determined to be too aortic. It was agreed the valve needed to be adjusted more ventricular to be placed 50:50 within the native aortic annulus. The deployment run began with respirations being held, pacing to get pulse pressure in the optimal range and a contrast injection. The valve was still too aortic so it was adjusted ventricular. The valve was deployed after fine manipulation of the delivery system. As soon as the delivery system balloon was deflated the valve moved ventricular and became completely dislodged from the lvot and was in the ventricle. Wire access was maintained and the patient was placed on bypass in order to surgically remove the embolized sapien xt valve and perform a surgical avr. There was some difficulty gaining venous access for the venous cannula needed for bypass. Upon inspection of the now open native aortic annulus it was visualized that the native right coronary cusp had been "evulsed". A 21mm magna ease valve was placed. The patient was requiring significant amounts of blood products as well as pharmacologic support to maintain hemodynamics. The chest was closed but needed to be reopened almost immediately in order to provide the necessary volume required to maintain hemodynamic stability. It was also noted that the patient's abdomen had become increasingly more distended and extravasation of the right iliac vein was noted. This was treated with a covered stent. In the operating room the patient received 16 units of packed red blood cells, 5 units of fresh frozen plasma and 4 units of platelets. The patient was stable at the end of the procedure. The native annulus measured 20.8mm x 28.2mm by CT and had an area of 464.9mm2. The native aortic valve, leaflets and root were mildly calcified. The image intensifier angle was noted to be good, coaxial alignment of the delivery system and valve was good, ventilation was held and there was no loss of pacing capture during valve deployment.

Manufacturer narrative:
Per the instructions for use (IFU), device embolization is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, and loss of pacing capture. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular embolization (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, per report, the embolization was attributed to an evulsed right coronary cusp and too ventricular placement of the valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.